Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The analyzer alarm trace contained numerous sample quality-related alarms, indicating pre-analytical handling issues. The maintenance screen on the instrument indicates that the operator maintenance was not performed according to specifications. A general reagent or analyzer problem was not present because the qc before the event was within ranges. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. The initial result was 14.4 pg/ml. After three hours, a new blood sample was collected and the result was 3.83 pg/ml. Due to the significant difference in the results obtained from the two samples, it was decided to repeat the first sample, which then yielded a result of 5.95 pg/ml.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. No product problem was found. Pre-analytical handling issues could not be excluded.